Event description:
Patient presented with an aneurysm neck measuring 2 cm with circumferential calcification present. After successful deployment of a 28-16-100bls bifurcated device and a 34mm suprarenal aortic extension model, an angiographic image revealed an intraoperative proximal type I endoleak that could not be resolved with additional ballooning. An aortic stent was placed which resolved the endoleak.

Manufacturer narrative:
Lot # reads: w10-4065-027. Lot # should read: w10-4065-022.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Patient anatomy did not meet the criteria for indications for use, circumferential calcification present at implantation site. Indications for use states calcification and/or plaque may compromise the fixation and sealing of the implantation sites.